Event description:
It was reported that patient presented in the emergency room with asystole. The patient's pacemaker had reached end of life (eol) and was unable to provide pacing support. The patient was resuscitated and intubated. The physician elected to implant a replacement pacemaker. The patient was recovering post procedure.